Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone, the insulin pump quit working. Customer stated the number on the device continued to scroll when she was attempting to enter her blood glucose levels. Customer doesn't recall her blood glucose level. Customer stated it has been hot over 100 degrees and the device might have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She is not returning the device for analysis since another device is being replaced.